Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant was making them feel sick. They also said the ins was running low and its movement was annoying him. It also caused headaches. No further complications were reported/anticipated.